Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator stated that the device never worked for them. The patient was having chronic urinary tract infections since having the device. The patient was then being treated by antibiotics. The patient expressed interest in having the device removed. The patient turned their device off for an unrelated surgery. The patient was also experiencing urinary incontinence. There were no additional patient complications.